Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of sticky trigger was found and then reported. Based on the investigation details, the likely cause was problems with the trigger assembly in addition to other components which were replaced. Service repaired and returned the device to the customer.

Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece had a sticky trigger. There was no pt involvement or adverse consequences associated with this event.